Manufacturer narrative:
Calibration data was acceptable. The investigation found that the sample probe was not clean enough, the technician completed sample probe cleaning maintenance. A general reagent problem was not present because the qc prior to the event was within range. Isolated non-reproducible results do not represent a general malfunction of the assay. The provided data does not indicate a reagent issue in the assay. The investigation did not find a product problem.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable result elecsys hcg+b from the cobas e 801 analytical unit. The initial result was 37.6 iu/l, and the repeat results were <0.2 iu/l. A new sample was drawn and the result of that sample was also <0.2 iu/l.